Event description:
Synvisc injection into left knee in 2006 over one month, 3 times. Has marked increase in chemical sensitivties to phenol. Formaldehyde, and petroleum. Reacts to print, plastics, gasoline fumes, cosmetics, clothes dryer sheets etc. Resulting in upper respiratory allergies, increase in muscle and joint pain, cough and asthmatic type symptoms. Pt confirmed that formaldehyde is used in the preparation of the product and it is not listed on the package label. Synvisc 2cc q 1 weekly x 3 intra-articularly.